Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they noticed a piece of plastic chipping off and buttons was hard to push, sticky or sometimes unresponsive. The customer¿s blood glucose level was unknown. The customer stated that the unexplained or random no delivery alarm and they had to rewind more than once. The insulin pump will not be returned for analysis.